Manufacturer narrative:
Investigation included customer interview and verification of shipping for a replacement charger. Investigation of this case revealed a suspected malfunction of the charging accessory with use of a non-OEM charger. It was concluded that the event involved an accessory malfunction without patient harm.

Event description:
It was reported that a user¿s ilet charger was not working, and the user had been using a third-party charger after losing the original; a replacement charger was arranged. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no impact on daily activities and no medical interventions.